Manufacturer narrative:
An fst evaluated the device and load tested batteries (which tested good). Adjusted and tightened the arms. The chair operates normally. There is just normal wear and tear on the device.

Event description:
Claims she went out in her yard and got stuck. She tried to get unstuck by rocking the chair but that didn't work. Therefore, she proceeded to walk to the ramp and while doing so she fell and broke her spine. The injury did not occur on the unit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Claims she went out in her yard and got stuck. She tried to get unstuck by rocking the chair but that didn't work. Therefore, she proceeded to walk to the ramp and while doing so she fell and broke her spine. The injury did not occur on the unit.